Manufacturer narrative:
A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned in two sections to the complaint investigation site (cis) for analysis as a result of a break that occurred in the hypotube. The break was measured at approximately 17.8cm distal from the strain relief. The break was kinked at the point of separation. Microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch sized guidewire was inserted through the lumen with no restrictions noted. The most probable root cause classification of operational context.

Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was located in the distal left circumflex. The procedure was completed with a different device. There were no patient injuries or complications reported, however, product analysis found a shaft fracture.